Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas plus valve was implanted to a 7-month male with spinal meningitis via v-p shunt on (B)(6) 2020 with a setting of 4. After 2 weeks from implantation the patient was discharged from the hospital. On an unknown date, the patient started to feel bad (details unknown) and ventricular enlargement was noted by CT. The setting was changed to 3. After a month, the situation did not improve, and the setting was changed to 2. On (B)(6) 2020, the valve was replaced with a new hakim valve because csf flow could not be confirmed but only a little on the setting of 2. A shunt contrast was performed, and flow was confirmed when pressuring was hard.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation: review of the device history records for the valve, product code 82-8814 with lot number 4081217, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested and only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to: biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no issues were noted with the valve.

Event description:
N/a